Event description:
It was reported that the device was sent for repair following non-compliance during pm. There was no patient involvement. Device evaluation revealed the device had a ruptured downstream occlusion seal.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a ruptured downstream occlusion seal. The reported problem was verified. The event history log was reviewed. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.